Event description:
Pt presented to hosp with syncope. She was found to have non functioning pacemaker (eri) w/ non capture & non sensing. The generator was replaced and chronic lead was tested and was found to have low impedance suggesting lead malfunction. Pt presented with polymorphic ventricular tachycardia at time of admission which terminated with temporary pacing.